Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump made a loud noise and it was noticed that reservoir compartment was breaking off. Customer's blood glucose was 206 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay and keypad overlay texture damage. We were unable to perform the displacement test due to missing retainer.